Event description:
A patient had a post operative reaction to what they believe was the punacryl suture used in their shoulder repair. 12 days post op a re surgery was performed to remove the suture. The patient is fine.